Manufacturer narrative:
Received voluntary medwatch mw5153232.

Event description:
It was reported via voluntary medwatch that the lead was explanted due to a product performance issue. No additional adverse patient effects were reported.